Manufacturer narrative:
(B)(4). Batch # t5ak4k. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged. In further analysis, the blade was noted damaged with nicks. Damaged knife could cause cutting issues. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: position the instrument around the tissue to be stapled. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The distal black lines on the anvil and cartridge channel designate the ends of the staple line. The line on the cartridge channel that reads ¿cut¿ references the cut line on the device. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws

Event description:
It was reported that a new echelon ec60a stapler is used, in gastric bypass surgery, jamming occurs in the sixth shot and steps are taken to change the direction of the blade and open the clamp, the recharge is changed and the jam occurs 3 more times, it is changed stapler for a reused one and this is no problem. No consequences on the patient or changes in the postoperative period.